Event description:
Patient had been experiencing withdrawal symptoms. The pump was explanted due to battery depletion after an implant duration of 36 months. It was replaced and returned to the manufacturer for analysis.

Event description:
Additional information from the hcp reports the pt was experiencing increased pain. A dye study showed the catheter to be out of the intraspinal space. The pt desired to replace the whole system. The pt recovered without sequela.